Manufacturer narrative:
There was no moisture damage found on the electronics, motor, battery tube, keypad and vibrator noted. The insulin pump was received with minor scratched lcd window, scratched reservoir tube window, cracked case at the display window corners, belt clip slot and reservoir tube lip.

Event description:
The customer reported via phone call that she was on a boat that flipped over and she fell in the water. Customer stated that the pump got wet and it is not working now. Customer stated that the buttons were not working. Customer attempted to change the battery and she was getting a battery out limit alarm. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer stated that the pump was vibrating without an alarm or alert. Customer stated that a constant tone is occurring. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned that she does not have a back-up plan and does not have a way of contacting her doctor. Customer was advised to go to the emergency room or urgent care if she needs medical attention or to get a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.